Event description:
It was reported that surgeon removed loose components with failed bone graft. Placed revision humeral head on existing stem. On (B)(4) 2014: the sales rep indicated that the cup and insert were not loose. The other devices came out along with the bone graft. The surgeon removed the cup and insert and an anatomic 56mm head was placed on the stem with no glenoid.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an rsa center screw was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as products were not returned for inspection. Medical records received and evaluation: not performed as insufficient patient medical records were provided for review. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined as no devices were received for inspection and no medical records were provided for review. It was reported that the device was implanted with a bone graft, suggesting that there may have been insufficient bone stock for successful fixation.

Event description:
It was reported that surgeon removed loose components with failed bone graft. Placed revision humeral head on existing stem. On (B)(6) 2014: the sales rep indicated that the cup and insert were not loose. The other devices came out along with the bone graft. The surgeon removed the cup and insert and an anatomic 56mm head was placed on the stem with no glenoid.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Patient retained device.